Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed varying resistance/impedance. The weekly pacing impedance trend data shows varying impedance for min and max ventricular pace bipolar impedance=779 to 361 ohms range between (B)(6) 2011 and (B)(6) 2011. Subsequently, the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled and there was a tip seal observation. There was blood in/on the helix mechanism and sleeve head. There was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed varying resistance/impedance. The weekly pacing impedance trend data shows varying impedance for min and max ventricular pace bipolar impedance=779 to 361 ohms range between (B)(6) 2011 and (B)(6) 2011. Subsequently, the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled and there was a tip seal observation. There was blood in/on the helix mechanism and sleeve head. There was apparent explant damage.

Event description:
It was reported that several weeks after implant, the lead was repositioned due to small r waves. During a follow up visit post repositioning it was noted that the lead was oversensing and had high thresholds. Another lead repositioning was attempted. During the procedure the lead's helix mechanism became non-responsive and would not deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that several weeks after implant the lead was repositioned due to undersensing and increased capture thresholds. About a month later, the patient took a fall. During a follow up visit post repositioning it was noted that the lead was oversensing, had high thresholds, and had increasing impedance. Another lead repositioning was attempted. During the procedure the lead's helix mechanism became non-responsive and would not deploy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.